Manufacturer narrative:
The probe 9733457 pedicle 2.25mm (200104) was returned for analysis. Analysis confirmed the complaint. The tip of the returned probe was visibly bent. With markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being outside of a procedure. It was reported that the product was deformed. There was no patient present. Additional information received from a manufacturer representative reported that the cause of the deformation was suspected to be hard bone.